Event description:
The following information was reported: this case was an intervention using angiomax. As the deployer started to shuttle down to deploy the sealant all steps were "perfect" and the physician even talked the steps out as we went. After shuttling down and bringing the sheath back and the shuttle handle back up to the black grip handle we noticed the white advancer tube was not visible. I (the rep) then instructed the physician to gently bring the sheath back at skin level and see if it would easily advance 2cm into the existing tissue track. We were able to do this followed by shuttling down again deploying the sealant this time and once we slid the sheath and shuttle handle back to the black grip handle we did in fact see the advancer tube and the rest of the mynx deployment and removal was successful. After removing, we observed about 3mm of the sealant outside the tissue track. As the technician gently placed gauze on the insertion site to dab the blood the sealant easily got detached. We did hold 8 minutes of pressure a little more than light venous pressure, but not occlusive pressure. I checked on the patient 15 minutes, 30 minutes, 1 hour and 2 hour post procedure and all was well.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The advancer tube was detached from the device. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The sealant was not returned with the device and a complete investigation was not possible. The review of the lhr (lot f1411903) indicated that the device lot met all established performance criteria prior to shipment. The advancer tube for the returned device was able to properly engage the tamp locks. Based on the provided information and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.